Event description:
It was reported that in 2003, the patient underwent a diagnostic left heart catheterization with access through the right femoral artery. Post angio-seal deployment, the access site was reported to be intact with no oozing or hematoma noted. Two days post angio-seal deployment, the patient was showering at home when patient felt a "pop" and began bleeding at the puncture site. The patient presented to the emergency room complaining of pain and bleeding at the access site. A percutaneous thrombin injection was administered and the patient was discharged within the hour. The physician was in the process of completing certification for the use of the 6f sts angio-seal device at the time of this event.